Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 5atm on 2nd inflation for 20 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear at 2 mm distal to the distal end of proximal markerband for a distance of 4 mm distally. A visual and microscopic examination observed no damage to the tip, blades or delivery device. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 5atm on 2nd inflation for 20 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.